Manufacturer narrative:
Successfully downloaded history files and traces using thump. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the adapt tool shows abnormal behavior. In further analysis in the pump history found: pump error 68 alarm on - 11/24/2024 14:16:17.000, pump error 49 alarm on - 11/24/2024 14:16:43.000, pump error 23 alarm on - 11/24/2024 14:16:55.000. The pump passed the displacement and active current test. No battery failed alarm during testing or in the pump history. However, pump received with pump error 68, pump error 49, pump error 23 after battery change, pump error 75 alarm during self test and high sleep current measurement during testing. Pump was cut open to perform visual inspection and found leaking internal battery. Swapping out test internal battery confirms pump error 68, 49, 23 after battery change, 75 alarm during the self test and high sleep current measurement is isolated to the internal battery. The sc1 cap locks properly into the reservoir compartment. Pump received with scratched case during the visual inspection. Pump error 68, 49, 23, 75 alarm and high sleep current measurement confirmed during testing due to leaking internal battery. Customer alleged not confirmed for battery failed alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1812. Customer reported receiving battery failed alarm. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries, restarting pump, and using a replacement batt cap. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1812 was requested and customer response was the device will be returned.